Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator was dropped. The ventilator would not work after several repairs was performed. The field service engineer (fse) repaired the device. The following parts were replaced: tray lcd 2nd generation, user interface (ui) printed circuit board assembly (pcba) to liquid crystal display (lcd) cable, ui to power management (pm) cable, pm pcba, touchscreen, ui pcba and lcd. The removed component was received for evaluation. Visual inspection of the touchscreen assembly revealed scratches. The lcd user interface revealed burn damage to lvds connector, and impact damage to rear of lcd. There touchscreen and lcd display passed all testing. Physical damage was observed on the touchscreen and the display lvds connectors. There was no patient involvement.